Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of the minicap transfer set. The event was further described ¿the dark blue part of the transfer set started to unscrew from the light blue part." This occurred when disconnecting from the drain bag after peritoneal dialysis therapy. The transfer set was replaced and the patient's dressing was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body of the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.